Event description:
A doctor's office alleged that a patient had experienced an ill-fitting crown due to the inconsistent setting of the correct plus impression material.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The office reported that the crown that was received did not fit due to a distorted impression. The doctor took a new impression and a new crown was made. The new crown was seated without incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.